Event description:
It was reported that soon after the implant, the patient complained of inbalance, urinary incontinence. The area around the valve was hard and swollen. The valve was not responding to changes made, and was explanted.

Manufacturer narrative:
The device is currently under evaluation.